Event description:
The patient's mother reported that approximately thirty minutes following the placement of a bravo ph monitor, the pt experienced severe vomiting which continued throughout the day. Later that evening, the pt went to the ER and was given phenergan. The next day, the pt started coughing up blood and her physician administered morphine and subsequently viscous lidocaine. The pt passed the capsule without difficulty and recovered without sequela.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is rec'd or the device returned, a follow-up medwatch reprot will be sent.